Manufacturer narrative:
Device had a severely cracked and bleeding lcd glass. Unable to perform passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test, he stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to severely cracked and bleeding lcd glass. Unable to test for blank display due to severely cracked and bleeding lcd glass. Unable to perform carelink upload due to severely cracked and bleeding lcd glass. Device also had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer stated that insulin pump had blank display. Customer also stated that there was pixelation on lcd. The insulin pump will be returned for analysis.